Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6 . Visual examination of the provided pictures identified part of the rim of the liner had fractured. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Images not sent due to poor photocopy quality of x-rays in which poly would not be visible. Sending images would not allow for adequate assessment and would not enhance the investigation. This complaint was confirmed based on the provided picture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown avenir stem unknown. G2: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a total hip arthroplasty. The patient experienced pain four years post implantation. The x-ray results found the head to be eccentric from the poly wear and fracture found during the revision surgery.